Event description:
Per the edwards clinical specialist, after a successful valve deployment during a transfemoral tavr procedure, upon surgical closure of the access site the blood pressure dropped and it was noted that the vessel intima was disrupted. The vessel was repaired with a graft. The patient was stable throughout the procedure. The patient's access vessel had a borderline size for a 22f sheath (6.2 x 7.4 mm) with no vessel calcification and tortuosity. There was discussion about using a conduit but the dilators moved without resistance and therefore no conduit was used.

Manufacturer narrative:
The following fields were updated with the additional information obtained from investigation: - correction to the device lot number - the correct number is 59139340. - updated the device expiration and manufacture dates.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The edwards thv patient screening and training manuals instruct the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the cause of the injury to the access vessel intima dissection cannot be confirmed; however, per report, the access site diameter was 6.2 x 7.4 mm with no vessel calcification or vessel tortuosity. It is likely that the patient's borderline vessel size for a 22f sheath in combination with vessel calcification and / or tortuosity not appreciable on imaging caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.